Manufacturer narrative:
The returned defibrillator was tested using a known good battery and during self-test, the unit shut down with 3 beeps and 2 lines across the blank screen. A micro processor (ic) on the control board was not communicating properly. The component was replaced and proper operation for pt treatment was verified. The incident downloaded from the returned mcm did not contain incident info. The hs3000 operating instructions explain that the "service mandatory" message with audible beep tone displays in the event that a critical part of the unit fails. "A blank display and an audible intermittent beep tone should be considered as a "service mandatory" (sm) message." The instructions explain what to do should this message be experienced. The customer was sent a letter explaining our evaluation.

Event description:
During an incident in 1999, involving a male pt with difficulty breathing and chest pains who was semi conscious and nitro had not relieved the pain, this defibrillator was being used to monitor and after 15-20 mins, the screen went blank with 2 black lines. The battery was changed twice, but they had the same problem. There was no paramedic intervention and pt outcome is not known.